Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. In this case, the operative report documents a calcified annulus which required additional debridement after the leak was detected. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Although the root cause of this event cannot be confirmed with the available information, it appears that this event was likely due to patient and procedural related factors. No further actions are possible.

Event description:
In this case, it was reported that the valve was implanted then explanted during the same procedure. According to the operative report, this patient presented with significant native aortic valve stenosis with calcification of the leaflets and annulus. During implantation of the 21 mm edwards valve (subject device), there was extensive calcification in the area of the left coronary artery extending into the aorta as well as along the membranous septum noted. The bioprosthetic valve was implanted and the patient was weaned off cardiopulmonary bypass (cpb). It was then noted on tee that there was a significant paravalvular leak in the area of the left coronary leaflet, near the junction of the right coronary commissure. The patient was returned to cpb and the valve was removed to inspect the annulus. No actual pathology could be determined for the leak except that area in question on the echo did have an area of more intense calcification. Again, this was further debrided. Another 21 mm edwards bioprosthetic valve was implanted and the patient was weaned off cpb once again. Careful examination with tee now showed only a slight area of leakage in the previous area of significant leakage. The rest of the valve appeared to look good and leaflets were moving well.